Event description:
During shoulder arthroscopy, subacromial decompression and rotator cuff repair, the arthrex surefire scorpion needle device was used to insert a suture at the operative site. During the insertion process, the tip of the needle broke off and became irretrievably lodged in the patient's shoulder tendon. FDA safety report ID# (B)(4).